Event description:
It was reported that a patient with a lateral fracture cleft in the pedicle and soft bone underwent a balloon kyphoplasty procedure (bkp). The inflatable bone tamp (ibt) was pushed through the pedicle of the vertebral body, and once inside the vertebral body, the shaft of the ibt bent straight left, creating a hook or a "u" form at the end of the ibt, and could not be removed. The physician attempted to pull the ibt out of the vertebral body but the ibt broke at the shaft, leaving a fragment of the balloon and ibt shaft in the patient. No complications were reported and the patient was made aware of the incident. Patient remains asymptomatic at this time.

Manufacturer narrative:
Outcome attributed to event: unretrievable device fragment (udf). (B)(6). (B)(4). Device fragments in patient. Break. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.